Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited noise and oversensing during pocket closure at implant. The lead was disconnected and reconnected to the device header, however, noise continued to be observed during full pocket closure. Boston scientific technical services (ts) discussed potential causes. The device was programmed to monitor only and the patient was admitted to the hospital overnight. The physician planned to reassess the following day. Additional information was received that the patient was checked the following morning and no further noise was observed with pocket manipulation, arm/shoulder extension or pectoral muscle contraction. Tachycardia therapy was programmed on and the patient was discharged. The noise was suspected to be related to potential air bubbles in the device header or seal plugs. No additional adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited noise and oversensing during pocket closure at implant. The lead was disconnected and reconnected to the device header, however, noise continued to be observed during full pocket closure. Boston scientific technical services (ts) discussed potential causes. The device was programmed to monitor only and the patient was admitted to the hospital overnight. The physician planned to reassess the following day. No additional adverse patient effects were reported. This product remains implanted and in service.